Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. The bd paxgene® blood rna tube requires 8 to 10 complete and gentle inversions to assure complete and thorough mixing of blood and anticoagulant. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. A proper fill will provide an appropriate blood to anticoagulant ratio. A review of specimen handling parameters should be reviewed for this tube type. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a paxgene® blood rna tube produced 10 fold decrease in the amount of mrna which was recovered.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a paxgene blood rna tube produced 10 fold decrease in the amount of mrna which was recovered.